Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis user facility reported that a dialyzer blood leak occurred during treatment. The blood leak was reported to be internal and visible. No dialyzer damage was visible. The machine alarmed appropriately. The patient's estimated blood loss was approximately 300ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. Following the event, the machine was pulled from the floor for testing as a precautionary measure; no machine issues identified during functional testing. The dialyzer is not available for a manufacturer evaluation as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. All lot release criteria were met. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.